Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited crushed distal tip. There were no reports of patient harm.

Event description:
The event was observed, during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected the h6: medical device problem code. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) years, since the subject device was manufactured. The device was returned to olympus for evaluation. And the reportable malfunction was confirmed. The device evaluation found, the scope cover missing and the bending section cover was damaged. Based on the results of the investigation, it is likely, the distal end of the device broke off, during handling of the device by the user. As the customer stated, that the tip of the scope got caught in a cabinet, during storage. Olympus will continue to monitor field performance for this device.